Manufacturer narrative:
The valve was patent. It passed reflux and leak testing, but it did not meet requirements for the siphon test. The device met all requirements for pressure-flow and preimplantation testing with the exception of the -50 cm hp parameter. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device, which may result in siphoning. A review of the manufacturing and sterilization records was not possible as no lot number was provided. The instructions for use that accompany the device note that "local and systemic infections are not uncommon with any shunting procedure". All of our valves are 100 percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that after the surgery, the patient got an infection and a fever. The doctor decided to explant the device.